Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The other trek device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, 99% stenosed, de novo lesion in the diagonal branch of the coronary. A 2.0 x 12mm mini trek balloon catheter was advanced with slight resistance due to the patient anatomy; however, the balloon ruptured during first inflation with 8 atmospheres. A 2.5 x 15mm nc trek was advanced; however, ruptured at 6 atmospheres. Another nc trek was advanced without issues and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.